Manufacturer narrative:
Analysis found an internal short between the inner coil and outer coil conductor paths. The inner insulation was found to be breached in multiple locations 4.2 cm to 4.4 cm, 4.4 cm to 4.7 cm, 4.7 cm to 4.8 cm, 4.8 cm to 4.9 and 4.9 cm to 5.0 cm from the distal tip. The cause of the reported events of ¿insulation breach¿, noise and low impedance was isolated to the inner insulation abrasions exposing the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, low impedance, and insulation breach. The right ventricular lead was explanted and replaced. The patient was stable post procedure.